Event description:
Caller reported an occlusion alarm, but the alarm number could not be verified in the pump history by technical support. There was no reported impact to the customer's blood glucose level. At the time of the call, the patient had been off the pump for 3 to 4 weeks. Technical support urged the patient to resume pump therapy and instructed them to call back when issues arose for active troubleshooting. The patient understood and acknowledged these instructions, and the case was closed by technical support.